Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the catheter was discarded by the facility and would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the catheter migration was not determined. The anchor was still sutured to the fascia.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 24-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 7 mg/ml and the dose was minimum rate via an implantable pump for spinal pain. It was reported a catheter event was confirmed. It was reported that the catheter had migrated/catheter had left the intrathecal space. The calculations for the new catheter and priming bolus were confirmed. The rep stated they were currently in the middle of the case doing a catheter revision and were using an 8780 catheter. They trimmed 29.5 cm off of the spinal segment for a total dose 56.9 cm for the spinal segment. The hcp then added 41.5 cm to the distal end of the spinal segment for a total of 98.4 cm for the spinal segments plus 27.9 cm for the pump segment for a total dose 126.3 cm. It was confirmed the total volume needed to prime the added spinal segment s was 0.0913 ml. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.